Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins). It was reported that the patient had a change of therapy and needed to change their amplitude to get the appropriate therapy. Their impedances had been increasing over the past 4-6 months into the 4000-6000 ohm range, and getting into the 5000-6000 ohm range. The bipolar pairs were in normal range. There was no known activity or event that prompted the issue. They were planning on changing the patient's ins. No further complications were reported as a result of this event.